Event description:
Reporter alleged obtaining a blood glucose value of 92 mg/dl when using the aviva system for the first time, however, when looking into the meter memory, a result of 260 mg/dl was recorded. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.